Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/12/2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient to reset the smart device, forget the device and close all other applications. No additional patient or event information is available.